Event description:
Product breached the sterile barrier. Planned to put aesculap size 9 antibiotic laden cemented bipolar hip in pt with probable acetabular infection. Circulation rn opened size 9 cemented stem's (nj309k) outer packaging which appeared normal; however, the internal sterile packaging had been breached by the tip of the stem. Dr called for size 10 cementer dtem nj310k with similar results. Dr decided substitute antibiotic cement/rod.